Event description:
It was reported that during patient follow-up, noise was found on the right ventricular (rv) lead. A lead revision was done and the set screw on the implantable cardioverter defibrillator (ICD)  was very difficult to unscrew. The rv lead was tested, all parameters were ok with no noise seen. After testing, it was impossible to attach the rv lead to the ICD because of the set screw. The ICD was replaced and the rv lead was left in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. It was noted that the returned device indicated the set screw was found in the connector bore. (B)(4).